Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Litigation alleges patient had pain, discomfort and elevated chromium and cobalt metal levels in blood after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to pain and high ion levels.

Manufacturer narrative:
Additional info catalog and lot #. Update - (B)(4) 2013 - ppd received. Part/lot and dor for the right hip have been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.